Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade tip broke off and returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for error code 5. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code '5'. Changed to a new device to complete the procedure. No adverse event on the patient.